Event description:
It was reported that the pressure transducer sub-test failed during the pre-use checks tests. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation has been completed, it is based on a log evaluation. The replaced expiratory pressure transducer printed circuit board (pcb) was not returned. Our field service engineer identified the expiratory pressure transducer pcb as faulty and replaced it. The device logs confirm the reported issue, pre-use check failed on (B)(6) 2017, date of event is updated accordingly. The pressure transducer zero offset had drifted outside allowable limits, which caused pre-use check to fail. The root cause of the offset drift has not been determined. The offset drift may lead to high airway pressure. This will be detected by pre-use check and by generated alarms during ventilation.

Event description:
(B)(4).